Manufacturer narrative:
Investigation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, no apparent damage was observed on the device. No anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned information was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor product is 100% inspected prior to release. We value the patient's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Reason for device explant and/or reoperation: bilateral device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced postoperative bilateral device migration. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implants ( catalog #: 3504251bc, serial # for left: (B)(4), serial #:(B)(4)) . On (B)(6) 2019. The patient has a history of bilateral mammary hypoplasia. This report is for the right prosthesis.